Event description:
On (B)(6) 2025, this patient on peritoneal dialysis (pd) reported experiencing a fluid leak during dwell 2 of pd treatment while using the fresenius cycler. There were no reported product deficiencies with the cycler and it was stated that the machine alarmed. Rather, it was reported that there was a hole in the delflex biofine pd solution bag (2.5%); product discarded. The patient was advised to follow-up with pd nurse. In additional follow-up, it was discovered that the patient was initiated on antibiotics (later the same day) for an infection. The patient¿s pd nurse confirmed that the patient was seen in the outpatient pd clinic on (B)(6) 2025. The nurse reported that the patient did not have any symptoms of peritonitis. However, the patient was drained of the pd fluid (since disconnecting from treatment earlier that day). The pd effluent was sent for culture and grew streptococcus mitis and streptococcus oralis. The nurse indicated that the patient was treated for peritonitis with intra-peritoneal (ip) ceftazidime and vancomycin (per clinic protocol) on an outpatient basis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. It was reported that the patient experienced a leak with the pd solution bag during pd treatment with the fresenius cycler prior to discovering the patient had peritonitis. Currently, it is unknown what may have caused the leak to occur. The pd solution bag has been discarded. However, there were no allegations of any issues with the fresenius cycler and the patient reportedly continues pd with the machine. A breach in the sterility of the pd pathway is a known potential cause for peritonitis. Therefore, based on the information available, the leak occurring during pd treatment while utilizing the fresenius cycler cannot be excluded as a potential source for the infection. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. It was reported that the patient experienced a leak with the pd solution bag during pd treatment with the fresenius cycler prior to discovering the patient had peritonitis. Currently, it is unknown what may have caused the leak to occur. The pd solution bag has been discarded. However, there were no allegations of any issues with the fresenius cycler and the patient reportedly continues pd with the machine. A breach in the sterility of the pd pathway is a known potential cause for peritonitis. Therefore, based on the information available, the leak occurring during pd treatment while utilizing the fresenius cycler cannot be excluded as a potential source for the infection. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2025, this patient on peritoneal dialysis (pd) reported experiencing a fluid leak during dwell 2 of pd treatment while using the fresenius cycler. There were no reported product deficiencies with the cycler and it was stated that the machine alarmed. Rather, it was reported that there was a hole in the delflex biofine pd solution bag (2.5%), product discarded. The patient was advised to follow-up with pd nurse. In additional follow-up, it was discovered that the patient was initiated on antibiotics (later the same day) for an infection. The patient¿s pd nurse confirmed that the patient was seen in the outpatient pd clinic on 28/mar/2025. The nurse reported that the patient did not have any symptoms of peritonitis. However, the patient was drained of the pd fluid (since disconnecting from treatment earlier that day). The pd effluent was sent for culture and grew streptococcus mitis and streptococcus oralis. The nurse indicated that the patient was treated for peritonitis with intra-peritoneal (ip) ceftazidime and vancomycin (per clinic protocol) on an outpatient basis.